Event description:
A vns patient's wife called and reported that her husband was having an increase in seizures. It is unknown the relationship to their vns and if above or below baseline. The patient's generator has been implanted over 10 years. The patient followed up with their neurologist and it was reported that when her husband saw the doctor a few weeks ago, he did change the settings on their vns. He still has seizures periodically and she did not know why. His wife reported that they know he needs to take his medicine very timely every 12 hours or we will see a seizure. He is also going thru a stem cell treatment and they aren't sure if that's stimulating anything. Their seizures are not that often and they are the focal seizures that he recovers very good from. It was reported that she believed the vns helps with the recovery as we have seen all along since he has had it. (B)(4) attempts have not provided any more information thus far.